Event description:
Osteochondral lesion was fixated with three 2.7 mm smartscrew implants. 5 months post-operatively repeat arthroscopy revealed several small fragments of bioabsorbable screw loose within the pt's joint. The loose fragments were removed from the joint. Finally pt was doing well and was back to the pt's recreational sports including biking and swiming.